Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to contaminated dialysate because the patient opened the regulator after connecting to the patient's line during irrigation. Patient hospitalization, treatment, patient outcome, action taken with pd therapy and patient retraining in aseptic technique were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.